Event description:
Reportable based on product analysis completed (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon was unable to cross the lesion. The 100% stenosed lesion was located in the moderately tortuous and calcified posterior tibial artery. The 2mm x 20mm x 142cm coyote balloon was being used to dilate the lesion and unable to cross the lesion. The non-bsc wire was changed to another non-bsc wire. But the coyote balloon was unable to cross the lesion. No patient complications were reported and the patient status is good. However, analysis revealed a pinhole rupture.

Manufacturer narrative:
Age at time of event- 18 years or more. (B)(4). Device evaluated by MFR.:visual inspection revealed the majority of the balloon and the shaft inside the balloon were bunched up and damaged. There was a pinhole in the balloon wall material adjacent to the distal marker band. There was shaft damage on the inner where the two inner bonds meet (50mm from the tip). There was also tip damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).